Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure came off and floating in the body'), pelvic pain ('pelvic pain/ pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('abortion') and gallbladder operation ('gallbladder surgery') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), depression ("depression"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), toothache ("teeth pain"), headache ("head pain"), muscle spasms ("cramping"), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding heavily, spotting"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), autoimmune disorder ("auto immune system compromised") and psychomotor hyperactivity ("hyperactive"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gallbladder operation, dyspareunia, back pain, abdominal pain, fatigue, alopecia, visual impairment, depression, vaginal discharge, abdominal pain upper, toothache, headache, muscle spasms, hypersensitivity, genital haemorrhage, dysgeusia, asthenia, autoimmune disorder and psychomotor hyperactivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, abortion of ectopic pregnancy, alopecia, asthenia, autoimmune disorder, back pain, depression, device dislocation, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gallbladder operation, genital haemorrhage, headache, hypersensitivity, muscle spasms, pelvic pain, psychomotor hyperactivity, toothache, vaginal discharge and visual impairment to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written per ppf, please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added- abortion of ectopic pregnancy, device ineffective, cramping, allergic reaction, device dislocation, bleeding heavily, metal taste in mouth , no energy, psychomotor hyperactivity and autoimmune disorder added. Event pt was updated to ectopic pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure came off and floating in the body'), pelvic pain ('pelvic pain/ pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('abortion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), depression ("depression"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), toothache ("teeth pain"), headache ("head pain"), muscle spasms ("cramping"), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding heavily, spotting"), dysgeusia ("metal taste in mouth"), asthenia ("no energy"), autoimmune disorder ("auto immune system compromised") and psychomotor hyperactivity ("hyperactive"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent gallbladder operation ("gallbladder surgery"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gallbladder operation, dyspareunia, back pain, abdominal pain, fatigue, alopecia, visual impairment, depression, vaginal discharge, abdominal pain upper, toothache, headache, muscle spasms, hypersensitivity, genital haemorrhage, dysgeusia, asthenia, autoimmune disorder and psychomotor hyperactivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, abortion of ectopic pregnancy, alopecia, asthenia, autoimmune disorder, back pain, depression, device dislocation, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gallbladder operation, genital haemorrhage, headache, hypersensitivity, muscle spasms, pelvic pain, psychomotor hyperactivity, toothache, vaginal discharge and visual impairment to be related to essure. The reporter commented: on (B)(6) 2013, she implanted essure (as written per ppf, please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), ectopic pregnancy ('ectopic pregnancy') and gallbladder operation ('gallbladder surgery') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), depression ("depression"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), toothache ("teeth pain") and headache ("head pain"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy, gallbladder operation, dyspareunia, back pain, abdominal pain, fatigue, alopecia, visual impairment, depression, vaginal discharge, abdominal pain upper, toothache and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, depression, dyspareunia, ectopic pregnancy, fatigue, gallbladder operation, headache, pelvic pain, toothache, vaginal discharge and visual impairment to be related to essure. The reporter commented: on 19-jul-2013, she implanted essure (as written per ppf, please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: reporters details updated and patient demographics were added. Essure indication updated. Injury events was updated to pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), gallbladder surgery, vision problems, hair loss, fatigue, ectopic pregnancy. On 20-sep-2019: added event depression, vaginal discharge, stomach pain, teeth pain, head pain. Follow up 3 & 4 processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.